Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the arterial roller pump stopped with no visual or audible alarm. The user restarted the pumps which remedied the issue. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.